Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number (B)(4).

Event description:
An optometrist reported a patient had epithelial basement membrane dystrophy with erosion/epithelial loss during photorefractive keratectomy treatment in the right eye. The patient was managed with a bandage contact lens and sodium chloride hypertonicity ophthalmic ointment. The patient is overall happy with vision and comfort. The patient still uses artificial tears some days but ran out of the ointment. The symptoms are noted to be resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.